Event description:
Vns pt is developing occipital neuralgia because the lead wire has been caught on the edge of the generator since implant, causing the pt to be guarded in how they position their left shoulder. Implanting surgeons were reportedly aware of the less than optimal lead wire placement shortly after implant surgery and noted that it caused the lead wire to be pulled tight in the pt's neck. It was decided at that time to address the issue at a later date. The pt indicates that the condition restricts their neck movement and causes some discomfort. The pt is experiencing difficulty scheduling a revision of the site due to lack of health insurance coverage.

Event description:
Further follow-up revealed that the pt underwent generator replacement surgery. The generator battery was reportedly nearing end of life and the chest pocket was revised, secondary to migration of the original generator. The original lead was not replaced. The pt is reportedly very pleased with the replacement procedure and no longer experiences the pulling of the lead on her neck and vocal cords.